Event description:
It was reported that during a procedure via femoral access to treat a lesion in the common-ostio trunk of the left anterior descending artery with no calcification or tortuosity, a 3.0x12 rx trek dilatation catheter was advanced without resistance and inflated for coronary angioplasty. However, it was not possible to deflate the balloon. The device was removed from the patient anatomy with resistance and the balloon was still completely inflated. The procedure was concluded successfully by using another rx trek dilatation catheter. There was no reported adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty with deflation was confirmed. The difficulty to remove the balloon dilatation catheter could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. A scanning electron microscopy (sem) analysis revealed an extra flap attached to the inner member on the inflation lumen. This flap seemed to be caused by a not fully fused inner member. The flap was positioned towards the distal part of the catheter, which could potentially explain why the balloon could be inflated but not deflated. This appears to be an isolated incident and not a systemic occurrence. This type of reported complaint will continue to be monitored per local quality procedures.